Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lcx to 2nd obtuse marginal. It was reported that the procedure was complicated by the occurrence of a dissection which was treated with implant of two overlapping endeavor sprint rx stents. It was confirmed that the patient was asymptomatic at the 30 day, 6 month, 1 year, 1.5 year, 2 and 2.5 year; however, it was reported that revascularization of target vessel (stenting) was performed approximately 3 years post index procedure. Investigator reported that there were no abnormal ecgs and/or elevated cardiac biomarkers indicating a possible myocardial infarction and that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).